Event description:
Contact reported that instruments broke during use. This resulted in a two hour extension to the case. There was no patient injury, and the procedure was completed. See also 1526439-2004-00066.

Manufacturer narrative:
The most likely cause of the event is excessive force placed on the instrument during use. Due to the small size of the prongs at the tip of the instrument, excessive force can cause the prongs to bend and/or break. Damage of the tabs in the screw heads indicates that the rod was likely not fully seated when the cap tightening was attempted.